Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, "scissoring" and "clips not completely closed at the proximal end". Case completed without any issue. There were no adverse consequences for the patient.